Event description:
Hospital reported that the chest drain tubes became disconnected from "y" connector when pt fell. Drainage tube clips/clamp slipped off of connector. Ridges on "y" connector not thick enough to hold clip/clamp.

Manufacturer narrative:
The atrium chest drain specified in the original medwatch report from the hospital does not have a y connector or a clamp to secure a y-connector. The device concern stated in the medwatch refers to a poor fit and a lack of being secured properly as the source of the problem. The ocean chest drain was apparently modified by the hospital staff with a different connector not supplied with the drain.